Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject pacemaker implanted on (B)(6)2008 , was found in standby mode on (B)(6)2020 . It was scheduled for replacement on (B)(6)2020 and was found in eri during the reintervention.

Event description:
The subject pacemaker implanted on (B)(6)2008 , was found in standby mode on (B)(6)2020 . It was scheduled for replacement on (B)(6)2020 and was found in eri during the reintervention.

Manufacturer narrative:
The preliminary analysis of the returned device did not reveal any irregularities.

Event description:
The subject pacemaker implanted on (B)(6) 2008, was found in standby mode on (B)(6) 2020. It was scheduled for replacement on (B)(6) 2020 and was found in eri during the reintervention.